Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the reverse rotation lock of the compact air drive device was defective, the motor was jammed, and could not be disassembled. It was determined that the motor and gear unit were jammed in the housing. It was further observed that the motor was damaged, and would not run, the trigger was sticky, and the locking mechanism was stiff/stuck. It was further determined that the device failed pretest for check reverse locking mechanism with oscillating saw attachment ii, check for sticky trigger, check function of device and check power with power test bench. It was noted in the service order that the maintenance sign was on. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.